Manufacturer narrative:
The first phaco handpiece was received and a visual assessment of the returned sample found no visual nonconformity. The returned handpiece was connected to a calibrated system. The system message (sm) [tune failed ¿ loose tip] displayed when the handpiece attempted tuning. Disassembling the handpiece revealed moisture ingress within the electrode chamber. The customer reported event of no phaco power was unable to be confirmed, as the sm displayed during prime/tune testing. Unrelated to the reported event, testing found that the sm was due to moisture ingress causing the high electrode to short to ground. The phaco handpiece (s/n (B)(4)) manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The second phaco handpiece was received and a visual assessment of the returned sample found no visual nonconformity. The returned phaco handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. No functional problem was found with the returned handpiece. The customer reported event could not be confirmed. The phaco handpiece (s/n (B)(4)) manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that after a surgical procedure the handpiece had no phacoemulsification power. Additional information has been requested but not received.